Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead polarity was briefly reprogrammed and there was no evidence of twos. The health care professional stated they would determine final programming changes with electrophysiologists, but it is reasonable to assume that the lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.